Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 1 clips as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted.

Event description:
It was reported that during an anterior spinal fusion, the surgeon said that the clip applier cut a vessel while trying to apply a clip. They had an unnecessary blood loss due to this issue. Patient is okay. The surgery was delayed by four minutes. They used a reusable clip applier and put clips on the cut vessel. The was no patient harm.